Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed leakage of cerebrospinal fluid. The patient was admitted to the hospital and a blood patch was administered to address the symptoms. There have been no reports of further complications regarding this event and the patient is currently using the device.